Manufacturer narrative:
(B)(4). Case description continued: a 2.8x26 rx graftmaster covered stent was able to be advanced and deployed with maximum pressure of 24 atmospheres with post-dilatation performed at high pressures, however, the stent did not completely cover the perforation (this was the longest stent available in hospital inventory). Thus, an attempt was made to advance a 2.8x16 rx graftmaster covered stent through previously implanted, tortuous, calcified chronic stents and through the 1st implanted 2.8x26 rx graftmaster stent to deploy it distal to this stent. Despite multiple attempts to cross with the 2.8x16 graftmaster, including the use of a guideliner, it was unable to cross distally through the implanted 2.8x26 rx graftmaster. The 2.8x16 graftmaster was withdrawn without difficulty and no other issues were noted with this device. The remaining distal perforation was ultimately treated via deployment of a 2.5x14 non-abbott stent, but did not completely seal the small remaining perforation; a final angiogram showed resolution of the perforation. The patient then developed cardiopulmonary arrest and bradycardia that was treated with atropine and epinephrine, followed by intravenous drip epinephrine, dopamine, and levophed; the patient was placed on a ventilator. While being transported to the intensive care unit for continued support, the patient coded again and was shocked for ventricular arrhythmia. For fear of continued bleeding, antiplatelet therapy was discontinued and the patient was given packed red blood cells. Reportedly, the failure to cross caused a clinically significant delay, and the patient expired the same day, due to hypotension that was likely caused by ischemia, as an echocardiogram did not show tamponade. Reportedly, it is unknown if the patient had presented with ischemia, or if ischemia occurred during or after graftmaster use. In the opinion of the physician, use of these graftmaster devices did not cause or contribute to patient death. No additional information was provided. Concomitant products: guide catheters: launcher ebu3.5 6fr, boston scientific vl4 6fr. Guide wires: pt light support (x4), wizdom, whisper, asahi light (x2), asahi filter. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The rx graftmaster devices referenced are being reported under separated manufacturer report numbers.

Event description:
Subsequent to initial filed medwatch report: it was reported that during rotational atherectomy in the heavily calcified, very tortuous mid left circumflex (lcx) coronary artery, the non-abbott rotational device reportedly jumped retrograde, causing a non-abbott guide wire to become caught in the vessel and separate. The separated 8mm piece of the guide wire was found in the distal lcx. Several attempts were made to snare the wire using a microsnare kit and guide wires. A hi-torque whisper guide wire was advanced distally and torqued in an attempt to wrap and snare the separated piece, however, the whisper tip coil separated in the distal lcx as well. After a great deal of time (hours) attempting to retrieve the separated guide wire pieces were snared using a guideliner and 3.0mm balloon. Several angiograms revealed a perforation in the mid lcx. The patient developed hemodynamic compromise and hypotension, thus, pericardiocentesis was performed, with approximately 300cc of blood withdrawn. The patient was intubated and a central line was placed. Balloon angioplasty was performed several times and several attempts were made to try to stent the lcx with non-abbott stents and a 2.5x18 rx xience alpine stent, but these stents failed to cross through previously implanted, tortuous, calcified chronic stents due to vessel tortuosity and heavy calcification. No other issues were noted with the xience alpine device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A non-abbott stent was advanced to the perforation site and was deployed so that it covered most of the perforation. A non-abbott snare device was advanced to retrieve the device tips; however, it was unsuccessful and the whisper guide wire tip remained in the patient anatomy. At the end of the procedure, the perforation had resolved. The patient went into cardiopulmonary arrest and was successfully resuscitated. The patient was intubated and transferred to the critical care unit (ccu). In the ccu, the patient went into cardiopulmonary arrest a second time. Resuscitation attempts were started; however, the patient's family chose to have resuscitation stopped and died the same day. No additional information was provided. Concomitant products: guide wire: rotawire. Other: 6french guideliner guide catheter extension. Atherectomy device: rotablator. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
(B)(4): event desc: elderly patient admitted following an abnormal stress test for progressive chest discomfort. On day of admission, pt [patient] underwent heart catheterization which revealed significant 3 vessel coronary disease with depressed left ventricular function. Pt then underwent successful percutaneous coronary intervention (pci) of the vein graft to the diagonal branch. Then physician performed an atherectomy of the left main coronary artery and left circumflex. In the mid portion of the left circumflex obtuse marginal branch, there was a tight 90 degree bend. The device jumped forward and became caught within the vessel. Following the attempt to remove the device, the wire was noted to be fractured. Physician noted 8 centimeters of fractured wire to be located distally in the circumflex. Several attempts to snare with fractured wire resulted in a second coronary wire fracture along with perforation of the coronary artery. At the end of the procedure, pt sustained cardiopulmonary arrest. Pt was transferred to ICU [intensive care unit], pt went into recurrent cardiopulmonary arrest and family requested dnr status. Pt expired. The second coronary wire listed above was the abbott whisper wire. The whisper guide wire was advanced in an attempt to retrieve the tip of the atherectomy device guide wire; however, when advancing through the vessel calcification, the tip of the whisper guide wire broke off. There was difficulty removing the larger portion of the whisper guide wire, and after removal, a perforation was noted.

Manufacturer narrative:
(B)(4). Correction: device is not available for evaluation. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported cardiac arrest, respiratory failure and death; however, the difficulty removing the device, separation, perforation, foreign body in the patient and treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Difficulty removing the device and separation in conjunction with the patient effects of perforation, removal of foreign body, and additional therapy/non-surgical treatment are foreseeable events. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted the hi torque guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Additionally, a cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded that when the perforation occurred is not clear. The use of the whisper wire in the attempt to retrieve the rotowire fragment, the whisper tip separation, and the attempts to retrieve may have contributed to a decline in the patient status. The use of xience alpine and the two graftmasters in attempting to seal the perforation may have indirectly contributed to the patients decline in status but there is no evidence of a product issue. Additionally, it should be noted the hi torque guide wire instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta).